Event description:
It was reported that customer received minimum fill notification while attempting to reload cartridge that still contained at least 80 units of insulin and was not using pump case. There was no adverse impact to the customer's blood glucose level. Customer cleaned pneumatic tap area on pump with alcohol wipe or lint-free cloth as instructed by technical support, reloaded same cartridge successfully, and then resumed insulin delivery with issue resolved.